Event description:
The customer reported via phone call that while trying to load a sensor into the serter, the needle broke. The customer already had a sensor inserted that was functioning properly. During troubleshooting, the customer was able to load a new sensor into the serter correctly without damage. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Found all three needles separated from sensor base. Unable to confirm insertion/needle anomaly due to customer return sensors opened/used.